Manufacturer narrative:
Hw20523 was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis revealed no alarms were recorded for the last 14 days of available data. On-site inspection confirmed the reported event as a small crack in the driveline outer sheath was observed. A driveline sheath repair was not performed as sheath damages less than 1 inch from the exit site are out of scope per fs0012 rev. 03. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the driveline outer sheath damage is excessive flexing of the driveline at the driveline exit site. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the site noted a small crack on the outer sheath of the patient's driveline. It was further noted that the damage consisted of an uneven edge at the driveline exit site. No fluid or bloody infiltrate into the driveline was seen. A provided photo appears to confirm the reported damage. The site reported that the driveline exit site has healed well and is free from wound infection or injury with no evidence that the sheath damage has caused an issue with the wound. The patient reported that the event was not associated with any controller alarms. A driveline sheath repair was deemed to not be possible because of the damage's proximity to the patient's exit site. Close observation and aseptic technique during site care along with minimizing manipulation of the driveline was recommended.